Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue was confirmed and found to be caused by failure of a printed circuit board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the device beeped after the subject device was turned on. The reported issue occurred while preparing the subject device for use during an unspecified diagnostic procedure. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation the beep at power on was due to a faulty printed circuit board (pressure sensor/pressure sensor circuit). A definitive root cause for the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.